Event description:
Customer states that unit alarmed "fail to cycle" with error code e43 displayed. Rt was in room at time of failure and immediately removed patient from ventilator and provided manual ventilation. No patient injury reported.